Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to low vault. The lens was exchanged for a longer length lens. Pt's last visit on (B)(6) 2012, ucva 20/20.

Manufacturer narrative:
(B)(4).